Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-may-2022 by a dentist which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments had been provided. On (B)(6) 2022, the patient received treatment with restylane lyft via subcutaneous route to unknown location (unknown amount, lot number, injection technique and needle type). The procedure went well. On (B)(6) 2022, the patient started experiencing a painful (implant site pain), swollen (implant site swelling) nose tip. On an unknown date in (B)(6) 2022, the patient received a dose of hylase [hyaluronidase] but symptoms did not improve and the patient was taken to a&e due to painful, swollen, necrotic (implant site necrosis) nose tip. On an unknown date in (B)(6) 2022, the patient was hospitalized and was currently receiving unspecified IV antibiotics along with steroids in the hospital. Outcome at the time of the report: necrotic was unknown. Painful was unknown. Swollen was unknown.

Manufacturer narrative:
Company comment: the serious event of necrosis at implant site and the non-serious events of swelling and pain at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for medical interventions and hospitalization to prevent permanent damage. The likely root cause include injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression and their manifestations. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
On (B)(6) 2022, the patient received treatment with 0.8 ml of restylane lyft lidocaine (lot 18449) via subcutaneous route, 0.3 ml superior to dorsal hump and 0.5ml inferior to dorsal hump of nose (unknown injection technique and needle type). The procedure went well. Until the night of (B)(6) 2022, the patient had reported no issues after going to the gym and she had taken unspecified pain relief medication that night. Possibly in the morning on (B)(6) 2022, the patient experienced symptoms very suddenly and then she contacted the hcp reporting painful (implant site pain), swollen (implant site swelling) and redness (implant site erythema) nose tip. In the early afternoon of (B)(6) 2022, the patient was treated with hyalase [hyaluronidase] by another injector at practice but symptoms did not improve. On (B)(6) 2022 morning, the patient went to a&e due to painful, swollen, necrotic (implant site necrosis) nose tip and she was admitted in the afternoon. During admission, the patient received IV amoxiclav [amoxicillin trihydrate, clavulanate potassium], dexamethasone [dexamethasone], paracetamol [paracetamol], fluids and topical naseptin [chlorhexidine hydrochloride, neomycin sulfate]. In addition, metronidazole [metronidazole] treatment was initiated but then discontinued. The patient was also prescribed amoxicillin [amoxicillin], prednisolone [prednisolone] and was advised to take aspirin and unspecified painkillers. The patient had cancelled her review appointment on (B)(6) 2022 and she was yet to be seen by a plastic surgeon. Outcome at the time of the report: necrotic was unknown. Painful was unknown. Swollen was unknown. Redness was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2022 from the same reporter: event (redness) added. Suspect device updated to restylane lyft lidocaine. Patient demographics, medical history, suspect device implant location, lot number, volume, event onset date, hospitalization date and corrective treatments details were updated.

Manufacturer narrative:
Company comment: the serious event of necrosis at implant site and the non-serious events of swelling, erythema and pain at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause include injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression and their manifestations. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.